Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflexpro 10 mm. X 6 cm. Balloon catheter (bc) burst at twelve atmospheres (12 atm.). The product was removed from the patient and replaced with a powerflexpro 10 x 60 bc to complete the procedure successfully. There was no reported patient injury. The product will be returned for inspection. The target lesion was the right superior vena cava (svc). No target lesion characteristic information was provided.

Manufacturer narrative:
Additional information received: the product was returned for inspection. Additional information received indicated that the approach for the procedure was via the femoral vein. The target lesion for the procedure was the right upper limb vein/right svc. The target lesion was reported to be: an eight five percent (85%) stenosis. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used (brand and manufacturer) was a non-cordis product. The contrast to saline ratio was one to one (1:1). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon was reported to not have deflated or re-wrapped properly and additional information has been requested. The balloon catheter did not kink while being used. Additional information was requested but was reported to be unknown or no response was provided. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 10x60mm 80 cm powerflex pro balloon catheter (bc) burst at twelve atmospheres (12 atm.). The product was removed from the patient and replaced with a 10x60mm powerflex pro bc to complete the procedure successfully. There was no reported patient injury. The target lesion was the right superior vena cava (svc). The target lesion for the procedure was the right upper limb vein/right svc. The target lesion was reported to be: an eight five percent (85%) stenosis. The approach for the procedure was via the femoral vein. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was a non-cordis product. The contrast to saline ratio was one to one (1:1). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon was reported to not have deflated or re-wrapped properly and additional information has been requested. The balloon catheter did not kink while being used. Additional information was requested but was reported to be unknown or no response was provided. No additional information is available. One non-sterile powerflex pro 10mm6cm 80 was received coiled inside a plastic bag. The balloon was already inflated. No other anomalies were noted in the returned device. Pressurized water was applied to the catheter using an indeflator (lab sample), and a pin hole was observed in the middle section of the balloon. The unit was sent to sem analysis in order to analyze the potential cause of the leakage. Results showed that the balloon leakage was caused by a rupture on the balloon¿s surface. The external surface of the balloon presented evidence of scratches and abrasion marks near the balloon rupture, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface of the balloon did not presented any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17614103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (85% stenosis in the venous system) may have contributed to the burst as evidenced by the scratch marks and abrasions noted on the outer surface during analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ additionally, the powerflex pro pta catheter is intended to dilate stenoses in iliac, femoral, ilio-femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.